Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. No femoral angiogram was performed. Reportedly, resistance was noted during thumb advancement. The clip was deployed. Resistance was noted during removal of the starclose se device; however, it was possible to remove the device without force and without using the access ports. Upon removal it was noted that the clip remained at the distal end of the device. No tissue damage was noted. Manual arterial compression was applied to achieve hemostasis. The patient is in good condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to deploy the thumb advancer and clip caught at the distal end were confirmed based on the returned device condition. The reported difficult to remove could not be replicated in a testing environment as it resulted due to procedure circumstance. It should be noted that the starclose instructions for use (IFU) states to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity, or presence of arterial wall dissection. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported failure to deploy the thumb advancer/ split the sheath and clip deployed at the distal end was concluded to be related to a potential product quality issue and subsequently contributed to the difficulty removing the device from the anatomy. The subsequent treatment appears to be related to circumstances of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.